Manufacturer narrative:
Failure analysis revealed that the up button was unresponsive due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. No unexpected basal changing, an error alarm, damage on the components on the interface board, or moisture damage inside the device noted. The unit was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported that the numbers on the insulin pump display screen were scrolling without input while she was changing the basal setting. The blood glucose reading was 109 mg/dl. She stated that she is a runner so the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.